Manufacturer narrative:
Retrieval of the piece of the broken catheter did not required additional hospital time. There were no further complications. The complaint device was manufactured by bd medical and their review for this complaint lot did not indicate any abnormalities. The complaint sample was not returned for analysis; therefore,a definitive root cause for the user issue could not be determined. Although nothing in the complaint suggests that the device was used inappropriately, there are many reasons why a PICC lines may break. The instructions for use indicate several ways users can mitigate the occurrence of breakage. The instructions for use indicate that the catheter is to be removed slowly, and cautions the user to "not use excessive force." Additionally, they say, "if resistance is felt, stop removal. Apply a warm compress and wait 20-30 minutes." If removal was attempted in spite of resistance, the catheter may have been damaged. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.

Event description:
Tried to insert the 2.8fr bd PICC catheter into patient rmsl using a brachial puncture. At the catheter did not migrate/proceed it was attempted to retrieve/remove it but a slight resistance was felt. The catheter was flushed with 0.9% saline solution per protocol and upon retrieval it was noted that the catheter had broken. The physician on duty dr. (B)(6) immediately contacted the vascular surgeon on duty, dr. (B)(6), who performed a venous dissection and retrieved a 4 - 5.0 cm piece of the catheter.